Manufacturer narrative:
Event summary: upon visual inspection of the sheath 4fc12 / 50927-040, results showed the device handle was opened. The sheath was unable to be investigated due to the handle of the sheath being open. After dissection of the sheath, it confirmed that the shaft was broken in the handle distal to the stopcock assembly. In conclusion, the sheath was unable to be investigated for the reported issue (sheath leak, blood backing up) due to the opened handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was observed to be leaking. Additionally, blood was backing up. The sheath was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.